Manufacturer narrative:
The pump was not returned to mmdg for evaluation. No DHR review was performed because no serial number was provided. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
Mmdg received medwatch report number (B)(4) which stated that the pump did not alarm when the patients nj tube was occluded and continued to indicate that it was running. The patient required a bolus of dextrose in water due to low blood sugar. Mmdg followed up with the initial reporter listed in the medwatch report who stated that they did not have any additional information, but that no adverse effect to the patient had been reported. (B)(4).